Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.2 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the suspect medical device, 325cc mentor smooth round moderate profile, catalog # 3501650, lot # 5795541. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative left-sided deflation. The deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.